Event description:
Reporter alleged blood glucose measured 14 mg/dl at 9:18 pm back to back with a result of 182 mg/dl performed at 9:21 pm. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.